Manufacturer narrative:
A CAPA was initiated to further investigate the reported event of the reported unintended movement. Through investigation, the tables were found to meet design specifications. Within the CAPA there are multiple potential root causes which may have attributed to this complaint. As a result, each potential root cause was assessed and action have been taken to prevent future occurrences as related. Also through investigation, along with multiple consultations with physicians, it was determined that the risks involved with this event has a limited severity and a negligible occurrence of harm associated with it. No injuries have been reported as a result of unintended movement of the surgical table and it is unlikely that any injuries would result if this event were to reoccur.

Event description:
It was reported that the d770 head section allegedly moves downward when it is leveled out. There was no patient involvement, injury or adverse consequence reported.

Manufacturer narrative:
It was reported that the d770 head section allegedly moves downward when it is leveled out. A stryker field service technician(sfst) was dispatched to evaluate the complaint and once on site, walked through the building with the customer's biomed and the biomed was unable to located the table for evaluation. When stryker can perform further evaluation on the table, a supplemental will be filed to include the investigation results. There was no patient involvement, injury or adverse consequence reported. This table could not be located for service.

Event description:
It was reported that the d770 head section allegedly moves downward when it is leveled out. There was no patient involvement, injury or adverse consequence reported.